Manufacturer narrative:
Device received with minor scratches on lcd display window corners noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. However corroded battery cap contact noted. No audio or vibrate, back light or rewind anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump did not always respond when first pressed. The customer¿s blood glucose level was unknown. The customer stated that there was scratches on insulin pump casing around screen and did not give alerts for low insulin cartridge. The customer also stated that there was grinding noise when rewind and rewind was slow. The insulin pump will not be returned for analysis.